Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd neoflon¿ IV cannula was deformed. This occurred on 2 occasions before use. The following information was provided by the initial reporter: hcp could not insert the catheter into a patient because it was found to be deformed.

Manufacturer narrative:
H.6. Investigation: four photos and two used cannula hubs were received by our quality team for evaluation. Visual inspection of the samples showed peelback. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A trend for the peelback issue has been identified for this product line. We have funded a project, CAPA#(B)(4), to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented.

Event description:
It was reported that bd neoflon¿ IV cannula was deformed. This occurred on 2 occasions before use. The following information was provided by the initial reporter: hcp could not insert the catheter into a patient because it was found to be deformed.